Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump had completely lost power and would not power on after multiple battery changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: multiple call service alarms were noted during a review of the pump alarm history. No physical damage was observed to the battery compartment or battery cap; the battery cap was found to secure tightly to the pump. The pump was exercised for 24 hours with no call service alarms and no issues with power loss. The pump was booted to verify screen with the appropriate auditory and vibratory alarms. There were no issues found with the display screen and the keypad buttons were found to be responsive to user input. The reported issue was found in history but not duplicated during investigation.